Event description:
It was reported that on (B)(6) 2024 a 28mm amplatzer amulet was implanted in a patient. The next day (B)(6) 2024, the device migrated 1-2mm and was still meeting criteria but was at risk for embolization. The physician discussed the situation with other physicians, resulting in not action being taken. The device still meeting criteria. The patient is stable

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the device was migration 1-2 mm the next day and was at risk for embolization; however, the device still meeting the criteria. The physician discussed the situation with other physicians, resulting in not action being taken. The patient is stable. Based on the information received, the cause of the reported migration or expulsion of device (device migration) could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.